Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(4), alleging the onetouch verio iq meter was "not displaying the sun symbol at the end of the day, but was replaced with a moon symbol." The patient did not allege any harm or injury due to the reported issue. There is no indication that the subject meter cause or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.